Event description:
It was reported that the patient experienced hyperglycemia with a continuous glucose monitor reading of 382 mg/dl after a supply change and a larger-than-usual meal, while using an inset infusion set on the left upper thigh with a g7 cgm; the patient suspected a bent cannula, paused pump delivery for at least two hours, planned correction with subcutaneous insulin via pen, and intended to perform a supply change upon returning home. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included self-management with pen insulin and education on site selection and infusion set placement. Investigation included troubleshooting with the patient and remote assessment of potential infusion site or cannula issues. Investigation of this case revealed a possible infusion set or cannula insertion issue or site absorption variability, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential contributors including infusion set performance and meal-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.